Event description:
It was reported through the filing of a lawsuit that allegedly the patient went in for a transforaminal lumbar interbody fusion at l5 to s1, at which time dr. Basra implanted the avs tl peek spacer. Since the surgery patient is alleging to be experiencing pain.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion will be made available following an engineering evaluation.

Manufacturer narrative:
The device catalogue # and lot # are unknown and no further information could be provided about this event. Without further information the cause of patient pain could not be determined. (B)(6) implanted the avs tl peek spacer into a patient who is complaining about pain. Attempts made to collect additional information have failed.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient went in for a transforaminal lumbar interbody fusion at l5 to s1, at which time dr. (B)(6) implanted the avs tl peek spacer. Since the surgery patient is alleging to be experiencing pain.